Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2007, the patient underwent stenting of the pre-dilated proximal cx with a 3.5 x 18 mm xience stent. In '08, the patient returned with stable class iii angina. Diagnostic coronary angiography was performed. Revascularization of the distal cx was performed 5 days later, by ballooning and placement of a xience v stent. Although the restenosis location was distal to the stent, angio adjudication override by clinical safety committee determined this to be target lesion revascularization by pci. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and stenosis, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Angina, stenosis, and hospitalization are listed in the no fault risk assessment as no fault post procedure complications. It is likely that the angina is a secondary effect of the stenosis, which required hospitalization and was treated with a balloon catheter dilatation and implant of an additional xience v stent; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.